Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, they had difficulty encountered when the device was being pulled into place through the stoma, and the tip got detached from the peg tube. They were able to pull the tube through the stoma site using a hemostat and the procedure was completed using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.